Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria and was fully recaptured. The physician noted that it was difficult to fully recapture and after successfully recapturing the device, it was found that the wds sheath was kinked. The physician suspected that the anchor hung up on the tricuspid lobe causing the resistance to be heavy when it was recaptured. The procedure was completed with a new wds of the same size. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) was returned with the implant in the sheath. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found the core wire detached from the implant. The tip was damaged as the tri-cuts were flared, the distal marker band was kinked, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Media from the clinical procedure was provided to bsc and reviewed by a bsc quality engineer. Two (2) photos attached to the complaint record depict the distal marker band kinked. The reported sheath kink could not be confirmed. Product analysis could not confirm the reported event of difficult to recapture as clinical circumstances could not be replicated. Product analysis could not confirm the sheath kink as the sheath was not kinked.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but did not meet release criteria and was fully recaptured. The physician noted that it was difficult to fully recapture and after successfully recapturing the device, it was found that the wds sheath was kinked. The physician suspected that the anchor hung up on the tricuspid lobe causing the resistance to be heavy when it was recaptured. The procedure was completed with a new wds of the same size. There were no patient complications or consequences that occurred as a result of this event.